Event description:
Customer inquired about an indetermined call ( ic) on a run. Upon review, ic is on v antigen. Customer repeated the sample and got a negative result for v antigen. They did further investigation and determined the sample had been previously tested in (B)(6) 2021, which had a positive result for v antigen. Only known patient history is sickle cell (scd), no history of transplant.

Manufacturer narrative:
On 09nov2023, updated MDR with follow-up 002 addressing the additional information from the FDA for missing results of the investigation. The requested investigation findings, conclusion and health impact assesment have been updated accordingly.

Event description:
Customer inquired about an indetermined call ( ic) on a run. Upon review, ic is on v antigen. Customer repeated the sample and got a negative result for v antigen. They did further investigation and determined the sample had been previously tested in (B)(6) 2021, which had a positive result for v antigen. Only known patient history is sickle cell (scd), no history of transplant.

Event description:
Customer inquired about an indetermined call ( ic) on a run. Upon review, ic is on v antigen. Customer repeated the sample and got a negative result for v antigen. They did further investigation and determined the sample had been previously tested in (B)(6) 2021, which had a positive result for v antigen. Only known patient history is sickle cell (scd), no history of transplant.